Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after the device was found to be in backup vvi via remote transmission. Patient was asymptomatic. A device code download was successfully performed. There were no adverse consequences to the patient.